Event description:
The customer reported an intermittent issue with loss of video. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was evaluated and regreased. The customer decided not to proceed with further repairs.